Event description:
It was reported that after a peripheral interventional procedure, arteriotomy closure of a heavily calcified common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was present. The device was removed over a guide wire and a second proglide device, but also resulted in a needle-to-cuff miss. A third proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The common femoral artery was reportedly heavily calcified. The perclose proglide instructions for use states, under special patient populations, that the safety and effectiveness have not been established, in patients with femoral artery calcium which is fluoroscopically visible at the access site. The other perclose proglide device, is being filed under a separate medwatch manufacturer report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation, however, not all related components were returned, which limited the scope of the investigation and the reported needle-to-cuff miss could not be confirmed. Based on visual inspection and functional testing of the returned components, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.